Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. The customer arranged to continue using the current pump as backup therapy while awaiting a replacement pump that cts sent.